Event description:
It was reported that medical attention was sought due to the end user receiving a high reading of 380 mg/dl from her prodigy diabetes meter. The end user did not experience any significant symptoms but out of concern for the elevated reading she was taken to the ER. Upon arrival to the ER her blood glucose reading was 97 mg/dl. No treatments or additional testing were warranted since her blood glucose level was within normal range. The end user was discharged and instructed to have her prodigy meter checked for accuracy. No additional details were provided in regards to this medical event.